Event description:
The 3.0 inr with protime system vs 4.1 with protime at md office and 4.0 inr with unspecified lab system. Subsequently 4 days later, 5.9 and 4.0 inr with protime system vs 3.8 inr with protime at md office. Pt therapeutic inr range: 2.5 - 3.5. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures.